Manufacturer narrative:
A partial lead was returned in two pieces. Analysis found external insulation abrasion due to friction to the device can breaching the outer insulation and exposing the outer coil at 11.4cm to 11.5cm from the connector pin.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead and the right ventricular lead exhibited abnormal parameters. A test was performed, and it was determined that the leads exhibited insulation damage due to clavicle crush. During the scheduled generator change out, the leads were both explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction: b5, d11.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead and the right ventricular lead exhibited abnormal parameters. A test was performed, and it was determined that the leads exhibited insulation damage due to clavicle crush. During the scheduled generator change out, the leads were both explanted and replaced. The patient was in stable condition.